Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8300 error code 21-14-227 account name: (B)(6) health system account #: 1773300 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 21-14-227 on their 8300 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this is due to a software fault. - recommended reflashing the software. If error code does not clear, replace the logic board. - recommended sending in for repair. Customer will move forward with my recommendations. Ref:_00d30y0yr._5000l1oiy9q:ref